Event description:
It is reported this event occurred in the operating room, on a female patient, age (B)(6), height 1.6m and (B)(6) in weight. The insertion site was the left subclavian vein. During the insertion process, the tip of the dilator lost its shape and kinked. The guidewire also kinked and curled up in the vein. The guide wire was not able to be removed. The wire was removed surgically.

Manufacturer narrative:
(B)(4). The device will not be returned.